Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the main did not power on. A field service engineer (fse) tested by unplugging the auxiliary unit, after which the main unit powered on. The pyxibus cable for drawer 7 was inspected and found cut, causing thermal damage. The fse replaced the pyxibus cable. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, station had black screen and tried to plug the power cable but unable to recover. There were no adverse events or injuries reported based on this event.